Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 on patient's behalf to report permanent out of range on (B)(6) 2014. At the time of contact the foreign distributor did not report any injury or medical intervention

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware error code. Therefore, the reported event of a permanent out of range signal was confirmed. The root cause was determined to be a hardware component failure.